Manufacturer narrative:
Correction made to section d, product UDI and section h, problem code grid.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code related to motor failure was observed. There was no reported patient involvement. The manufacturer¿s service technician observed err_dsp_motor_failure in the device's event log. The technician recommended replacing the device's blower to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.